Event description:
Surgeon experience difficulty inserting, increased skin incision size. Used excessive force to insert. Nicked the retro-peritoneum (2mm). Some bleeding. Opened to inspect injury site.